Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during a surgical procedure the amplifier overheated and the image quality was poor. A stent was incorrectly positioned. The image quality did not allow to have sufficient image quality to identify the incorrect positioning. The patient suffered from an infection and required hospitalization and treatment. Philips has started an investigation.

Manufacturer narrative:
Philips has investigated this complaint. On (B)(6)2019 philips was made aware of this complaint which occurred on (B)(6)201. Since the reported problem happened in 2016, log files or images are no longer available for investigation. Philips has checked the preventive maintenance records since 2016, which show that all the system parameters have been within specification. Analysis of service requests placed by the customer has not shown any similar problem reported to philips. In the case of increased heating, a heat indication icon will be displayed. The system displays warnings if the system performance is degraded as a result of overheating , as stated in the IFU (12nc: 452220314352 : IFU_bv pulsera 2.3(english language) section 4.2 end of page 4-8 and beginning of page 4-9). Philips has confirmed with a hospital staff member that the system was in use for a long duration during this procedure, when it started to overheat and that the system displayed indications and warnings about the system getting overheated. Despite the warnings, the system was continued to be used which ultimately led to performance degradation. The system is currently in use in good working order. Philips has completed a good faith effort to gather further information regarding the patient and procedure. However, the customer has not provided any additional information related to the procedure to date. No similar complaints have been identified. No further action will be taken by philips. Correction: please note that the philips become aware date has been changed from 21 may 2019 to 14 may 2019 based on information received from the philips field service engineer during the process of completing the good faith effort for collecting patient information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported to philips that during a surgical procedure the amplifier overheated and the image quality was poor. A stent was incorrectly positioned. The image quality did not allow to have sufficient image quality to identify the incorrect positioning. The patient suffered from an infection and required hospitalization and treatment. Philips has started an investigation.